Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was complications from diabetes. The caller stated that they were alerted by the customer's neighbor. The customer was living alone. The caller went to the customer's apartment and found the customer had passed; he had been dead for three days .the police was called. The caller stated that the customer had a long history of being ill; heart problems, a lot of seizures, foot issues. The customer's blood glucose at the time of death is unknown. The last recorded blood glucose value could not be obtained either, because the caller did not have the insulin pump. The caller stated that they don't know whether the customer was wearing the insulin pump at the time of death, or not, because they were outside while the emergency medical services was in the house with the customer's body. The customer did not use sensors. Insulin pump information used on this form is the last known insulin pump issued to the customer.